Manufacturer narrative:
(B)(4).

Event description:
See MDR 1036844-2014-00049 for the first kit opened. It was reported the procedure was being performed in the operating room. A second kit was opened and the clinician noticed the spring wire guide was bent. As a result, a third kit was opened. See MDR 1036844-2014-00051 for the third kit opened.